Event description:
Customer reports high blood glucoses and thinks the driver block is not moving. Changed infusion set and problem continued. Customer switched to manual injections to stablize blood glucose's.